Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-20. H6: investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that when pushed plunger in the air, it came back. The returned syringe was tested and was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula and the wire broke in the cannula. This indicates that there is an adhesive clog in the cannula. A review of the device history record was completed for batch # 8099978 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200749616, 200752986, 200752794, 200752927, 200749580] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause cannot be determined for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was unable to deliver insulin. The following information was provided by the initial reporter: cannula blockage. The customer couldn't regurge insulin with the defective syringe. And when pushed plunger in the air, it came back.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine" needle was unable to deliver insulin. The following information was provided by the initial reporter: cannula blockage. The customer couldn't regurge insulin with the defective syringe. And when pushed plunger in the air, it came back.